Event description:
The customer called to report that he was hospitalized due to high blood glucose levels. The customer did not what his blood glucose reading was, but stated it was much higher than normal. The customer only remembers sitting outside of his parents' house. The customer lost consciousness after that. The customer also reported multiple motor error alarms. Troubleshooting was performed, and the insulin pump passed the displacement and self tests. Advised the customer that the insulin pump would be replaced due to the alarms. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.